Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: during patient's ventilation, the ventilator device started to alarm for te232003 (pawsensordefect). - there is need for any medical intervention reported. The patient got bagged. This is not further specified by the customer. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Technical event:232003 (paw sensor defect) was displayed during ventilation of a patient. The patient was bagged. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. To address the issue, a pressure sensor assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the pressure sensor assembly, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: during patient's ventilation, the ventilator device started to alarm for te232003 (pawsensordefect). There is need for any medical intervention reported. The patient got bagged. This is not further specified by the customer. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).. Investigation ongoing. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: during patient's ventilation, the ventilator device started to alarm for te232003 (pawsensordefect). - there is need for any medical intervention reported. The patient got bagged. This is not further specified by the customer. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.